Manufacturer narrative:
Device evaluated by bd service. Device was not returned to manufacturing facility. A review of the complaint history record was performed for the (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 19 jan 2018. The review was performed from the date of manufacture to the present date 23 mar 2021. A review of the device history record for (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had potentially faulty air in line sensor. There was no reported patient involvement.

Manufacturer narrative:
Medical device catalog, unique identifier (UDI), device manufacture date, imdrf annex a, g, b, c, and d grid fields are updated. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 19jan2018. The review was performed from the date of manufacture to the present date 23feb2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had potentially faulty air in line sensor. There was no reported patient involvement.